Manufacturer narrative:
This lead was explanted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 9-may-2019 and 14-jul-2020 recorded a pacing impedance around 500 ohms with three intermittent decreases below 200 ohms between april and july 2020. Furthermore the analysis of the provided iegm episodes revealed artifacts on the farfield channel and rv channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycle. The provided photo of the lead during the revision procedure showed an insulation damage of the df-1 connector. Based on the available information the root cause for this damage cannot be determined. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 64 months, oversensing on the ventricular channel was reported.